Event description:
This lead was found to be fractured, which caused high impedances. The device was reprogrammed to vvir and this lead remains inactively implanted. There were no other adverse pt effects reported. If add'l info becomes available, this event will be updated.